Manufacturer narrative:
No product was returned for investigation. The cause of the access site bleed was most likely user related to high activated clotting time. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site. The patient was transfused two units of blood. The patient expired.